Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Age, weight, height: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po progav 2.0 valve had to be explanted." The patient required a ventricular peritoneal shunt revision due to the valve was not working correctly. No harm to the patient reported.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. Scratches on the outer casing of the valve was observed through the visual inspection. No other significant deformations or damage was detected. To proof the penetrability of the shunt system we have carried out a penetrability test. This test was carried out a permeability test. This test was carried out at a hydrostatics pressure of approximately 20-30 cmh2o in the direction of flow. The test results show that the progav 2.0 shunt system is permeable. Our adjustment tests carried out with the standard progav 2.0 checkmate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5cmh2o. To measure the braking force, we tested the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the braking function is fully operational and meets specifications. The test is performed with a miethke computer controlled testing apparatus. The progav valve and the shunt assistant was tested by stimulating a cerebrospinal fluid flow at rates between 60ml/h down to 5ml/h and up again to 60 ml/h in horizontal (progav 2.0) and vertical (shunt assistant) position. Distilled water was used as the test liquid. We performed a visual inspection of the shunt system. Scratches on the outer casing of the progav and the shunt assistant were observed through the visual inspection. No other significant deformations or damage were detected. Next we tested the permeability of the valve. The investigation showed that both valves are permeable. To ensure that the progav 2.0 valve is adjustable we tried to adjust the valve from 0 cmh2o to 20 cmh2o and down again increments of 5cmh2o. The valve was adjustable to all settings. Next we tested the braking force and braking functionally. The braking function is fully operational and meets specification. Finally, we carried out a computer controlled simulated flow test. In horizontal position the opening pressure at a reference flow level of 5 +- 2cmh2o. The opening pressure at a reference flow level of 5ml/h was measured at 1.821 (1 test) and 0.576 (2 test) cmh2o. The progav valve is not operating within the accepted tolerance. In vertical position the opening pressure is expected to measure at the reference flow rate 0+- 4cmh2o. The opening pressure at a reference flow level of 5ml/h was measured at 1.821 (1. Test) and 0.575 (2. Test) cmh2o. The progav valve is not operating within the accepted tolerance. In order to verify whether the valves were compromised by the known risks of hydrocephalus therapy by a build-up natural substance protein, blood or tissue particles in the cerebrospinal fluid, we have dismantled the valve. Insides the valve we have found significant substance likely protein which may have caused the suspected malfunction in the past. Based on our investigation, we confirm that the progav 2.0 valve is over draining, likely due to build-up of protein deposits. No further actions are required from our point of view.